Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows. Giordano et al (2015). Impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. Edorium j cardiol, 2:9¿15. This is one of eight products involved with this event in which associated manufacturer report numbers are 9616099-2016-00361, 9616099-2016-00363, 9616099-2016-00364, 9616099-2016-00365, 1016427-2016-00015, 9616099-2016-00367, 1016427-2016-00016 and 9616099-2016-00370. Complaint conclusion: as noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization. Due to the nature of the complaint, the devices were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time.

Event description:
As noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization.